Event description:
My daughter received a false positive pcr test for covid-19 at the (B)(6) (clia #: (B)(4)) on (B)(6) 2022. It was preceded by several negative pcr tests from the same laboratory (most recent (B)(6) 2022) and a negative pcr from (B)(6) on (B)(6) 2022. She also had no symptoms, no known exposures, and several negative antigen tests. I have all the test reports but it will not let me upload them to this system. Tests on (B)(6) 2022 and (B)(6) 2022 were by predicine (clia #: (B)(4), cap # (B)(4), director: (B)(6)). Test on (B)(6) 2022 was conducted by (B)(6). She also had negative antigen tests on (B)(6) 2022 (all binax now). FDA safety report ID# (B)(4).